Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event was not saved, and therefore, could not be returned to masimo for eval. An image was made available to masimo to help describe the reported event. During an on-site eval, the masimo clinical specialist was unable to replicate the reported event. Add'l info regarding the environment conditions, sensor lot info and cable lot info was requested in order to complete the investigation. Add'l info has not been made available to date and product has not been made available to masimo for an analysis to be performed. If and when add'l info and/or product is made available for eval, a f/u report will be submitted. No pt incident was reported.

Event description:
Customer reported that their philips mp70 monitor with masimo set mms" displayed spo2 values that jumped around from 100 to 60 and back. This occurred in 2 operating rooms and did not resolve after changing the mms, the cable and several spo2 sensor. We recorded the mms model and serial numbers, in case he issue is with the mms. The monitors were not taken out of service and were continued to be used on pts. This issue occurred multiple times in rooms number 1 and 8. The model and serial number for the phillips mms with masimo set are: model # 31664, sn #(B)(4) and model #40391, sn: (B)(4). The philips cable that was changed out was not saved. The masimo sensors and cables that were used were not saved.